Manufacturer narrative:
User called because the sensor readings seemed inaccurate and/or different from bgm test results. Customer care requested a diagnostic upload, and case was escalated. Support was able to walk user through performing a sensor re-link, and per dms, system is currently in use with up-to-date information. B4. Date of this report 03 august 2025. G3. Date received by the manufacturer? 03 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review.the user was asked to re-link the sensor and user was able to do it successfully. As per notes, the user completed the sensor re-link, which was confirmed in dms on (B)(6) 2025 at 5:08 pm. As per dms, the user is currently using the system with up-to-date information.

Event description:
On 06 may 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.